Manufacturer narrative:
Initial 1 of 2. This emdr is being submitted for an unknown number of quantities. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient went to emergency room and was subsequently hospitalized due to diabetic ketoacidosis on (B)(6) 2022. Patient found positive for ketones and was treated with intravenous and fluids of saline and insulin. The blood glucose level was high and treated with correction bolus via pump and occasionally with correction injection via multiple daily injection.